Event description:
Customer reported touchscreen responsiveness issue with pump, noting that screen took longer than expected and required several taps for input. There was no adverse impact to customer's blood glucose level. Technical support explained the pump's task prioritization, which can cause delays, and provided best practice tips for interacting with the touchscreen. Customer understood and acknowledged the explanation. Cts to replace pump. Customer continued to use pump for insulin therapy.